Manufacturer narrative:
Results: the lantern was ovalized from approximately 146.0 cm from the proximal hub to the distal tip conclusions: evaluation of the device revealed the sr wire was fractured and lantern was ovalized on its distal end. These ovalizations may occur when forcefully handling the microcatheter in difficult anatomy. The shaped tip of the lantern further suggests that tortuous anatomy may have further contributed to the distal microcatheter damage. The sr wire fracture is likely a result of attempting to retract the embolization coil against the resistance caused by the lantern ovalizations. Further evaluation revealed the ruby coil pusher assembly was bent and kinked along its length. This damage is likely incidental and may have occurred during packaging for return to penumbra facilities. The embolization coil was also damaged in multiple locations along its length. This is likely attributable to repeated attempts to place the coil as well as sr wire fracture. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00082.

Event description:
The patient was undergoing a coil embolization procedure treating an abdominal aortic aneurysm (aaa) using ruby coils. During the procedure, the physician successfully deployed and detached a pod8 and a ruby coil in the target location using a lantern delivery microcatheter (lantern). The physician then advanced another ruby coil through the lantern; however, upon retracting the ruby coil in order to reposition it, the ruby coil unintentionally detached within the lantern. The physician then removed the lantern with the ruby coil inside, and decided no additional coils were needed since the final angiogram revealed that the two prior coils successfully shut down flow to the target vessel. It should be noted that the physician reported not using a rotating hemostasis valve and not maintaining continuous flush. There was no report of an adverse effect to the patient.